Manufacturer narrative:
The service maintenance actions performed by the fse resolved the issue.

Event description:
There was an allegation of questionable elecsys ft4 iii assay results for 1 patient sample on a cobas e 801 analytical unit. On (B)(6) 2022, the initial ft4 result was 100 pmol/l with flag. The result was reported outside of the laboratory. On (B)(6) 2022, all qc values were outside of the acceptable range and the samples from the previous day were repeated. The sample was repeated on another analyzer and the result was 15.9 pmol/l. The ft4 reagent number is (B)(4). The expiration date was requested but not provided.

Manufacturer narrative:
The field service engineer (fse) found tubing that was leaking and replaced it. The investigation is ongoing.